Event description:
It was reported that the external pulse generator did not pace for the expected amount of time once the battery was removed. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the generator would not pace for the expected amount of time when the battery was removed. Analysis did find that the upper case, lower case, two side bail covers and the heart block were broken, that the battery release and battery drawer were contaminated, the ring was bent and the heart lead flex was contaminated. (B)(4).